Event description:
It was reported that the device was observed to be in backup vvi mode via review of remote transmission. The patient was brought into the clinic for further assessment. A device download was performed successfully. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.